Event description:
Info received indicates the bed will not lower into trendelenburg.

Manufacturer narrative:
The tech found that the right trend gas spring would not release to allow the bed to go into trendelenburg. The tech replaced the right gas spring to repair the bed.